Event description:
On 10/01/2024 additional information was provided by a distributor via email who stated that there was a 5-6 minute delay in the procedure.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. On 10/01/2024 additional information was provided by a distributor via email who stated that there was a 5-6 minute delay in the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/25/2024, it was reported by a distributor via (B)(4) that an ar-8400td torpedos inner blades of torpedo broke while in use on the shoulder joint. This was discovered during a shoulder labral repair and had no effect on the patient. The broken piece was retrieved, and a 4.0 dissector was opened to complete the case.